Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Per additional information received this complaint is a duplicate of regulatory report: 6000141-7012-00065 medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.